Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked lcd window, broken belt clip slot and cracked reservoir tube lip. No beeping anomaly noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump had a black circle on the screen and alarmed button error. Customer's blood glucose was 170 mg/dl. No further information provided.